Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular lead, the lead dislodged two times. The third time the lead was successfully placed and the lead remains in use. No patient complications have been reported as a result of this event.